Manufacturer narrative:
(B)(4): the customer reported that upon receiving, installing and testing this new paddle set, it failed the discharge test. The paddle set was never used. There was no pt involvement. The customer ordered a replacement paddle set to resolve this issue.

Event description:
The customer reported that upon receiving, installing and testing this new paddle set, it failed the discharge test.